Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer input settings incorrectly into the pump. Tandem technical support guided the customer through inputting the correct settings into the pump. In addition, it was reported that the customer had to make multiple attempts to unlock the touchscreen. Customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 198 mg/dl.